Event description:
A report was received that the patient was experiencing inadequate stimulation and the patient¿s lead was showing high impedances. The patient underwent a revision procedure wherein the lead and ipg were replaced. There was a visible fracture on the old lead and the physician believed it was due to patient¿s non-device related falls. The patient was reportedly well after the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.